Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/reporter in the UK, the pt's mother, contacted lifescan (lfs) to report the pt's one touch ultra meter would power off during use. The technical service rep. (Tsr) contacted the reporter to obtain info., however, was unable to reach her by telephone. The same day, the pt noted the reported meter, the pt's school meter, would power off during testing and he was unable to obtain a blood glucose reading. At 9:30am, the pt claimed he experienced hypoglycemic symptoms. The school nurse transported the pt to the physician's office, where his blood glucose level was tested to be 3.5 mmol/l (63 mg/dl). The pt's mother administered treatment by giving him three biscuits. It would have been helpful to determine the pt's specific symptoms, if the pt had taken any actions due to not being able to test his blood glucose level while at school, if he felt better after consuming the food, the pt's meter readings taken prior to the event, his meals and medications taken prior to the event, his medication regimen, and his expected blood glucose readings. Troubleshooting revealed this was not a new meter, the pt had not replaced the battery as recommended by the manufacturer, and the pt did not have a replacement battery available. The issue was not resolved. The meter was replaced. The pt had not replaced the meter's battery as recommended. The pt claimed to have experienced hypoglycemic symptoms after discovering the reported meter's power issue, and received treatment with food after the hcp tested his blood glucose level to be 63 mg/dl. Therefore, this complaint is being reported.